Event description:
The dental implant fx4010swc was removed on (B)(6) 2019 due to failure to osseointegrate 2 months and 17 days after implantation. The patient has history of tobacco use. The patient required bone augmentation after explantation. Another surgical intervention was required for recovery.